Manufacturer narrative:
D3 (email address) corrected f14 (email address) corrected g1-2 (first name, last name, email address, phone number) corrected please refer to the attached analysis report.

Event description:
During a standard follow-up, an error message was displayed. The programmer was then switched off and back on to interrogate the subject pacemaker.

Manufacturer narrative:
Preliminary analysis revealed that no anomaly is suspected on the subject pacemaker.

Event description:
During a standard follow-up, an error message was displayed. The programmer was then switched off and back on to interrogate the subject pacemaker.

Event description:
During a standard follow-up, an error message was displayed. The programmer was then switched off and back on to interrogate the subject pacemaker.